Event description:
Baxter received a complaint from a user facility involving the automix 3+3 compounder. According to the facility, the blue station rotor is defective. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available

Manufacturer narrative:
(B)(4). Further review by baxter has concluded that the reported condition of a defective blue-station rotor is unlikely to cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4).additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.